Manufacturer narrative:
Device evaluation: returned device was received with cracks and chipped out on both front corners of top case and battery door. Evidence of reported problem in event log was found. During the evaluation of the device it was unable to duplicate the battery communication timeout or battery depleted, batted was holding charging and all the reading of battery within the required specs. Interconnect board cable connector was found ripped which is causing the battery communication time intermittently. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical medfusion pump displayed "system advisory; low battery change; system advisory low battery; powering off; system failure depleted battery". It was also reported that the pump displayed and a low battery alarm. The infusion was interrupted, but patient received entire infusion volume. The infusion was not life sustaining. There was no patient injury.